Event description:
It was reported that the patient¿s pump was removed on (B)(6) 2014 because the patient got an infection. The drug being infused by the pump was unknown. No outcome or pump medications were reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information reported the signs and symptoms of infection were drainage, incisional wound opening and worsening spasticity. The date of onset/diagnosis of infection was ¿(B)(6) 2014¿. The patient did not have meningitis. The primary location of the infection was unknown. A culture was obtained from the device pocket. Treatment for the infection was intravenous antibiotics and total device system explant. The pump was implanted (B)(6) 2014 and was removed ¿one month later¿. Perioperative antibiotics were administered. Risk factors that apply to the status of the patient before implantation of the device were debilitated status. The patient had poor respiratory mechanics with upper airway sounds almost all the time. The patient outcome was the infection resolved. The pump was delivering baclofen.